Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) reimplantation surgery due to erosion. The previous aus was explanted prior to the reimplantation procedure. The patient was implanted with an aus consisting of a 5.5 cm cuff, pump, and balloon. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.